Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the ide port the wire was broken. "As per cc form": during preparation for procedure> the stent was pushed over the wire, (was not yet in patient), stent could not be advanced because the catheter was broken nearly the ide port >procedure completed with new stent. From the event description, "after the ide port the wire was broken", was it the catheter that was broken after the zip port? Catheter was broken after zip port. At what stage of the procedure did the complaint occur? Preparation for stenting. Are images of the procedure available? No. What was the position of the elevator? N/a, open, closed n/a because the stent was not in the endoscope or patient. Details of the wire guide used (diameter, type, make)? Jagwire (0.035¿).

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 11-jul-2025. Investigation - evaluation. Device evaluation the evo-fc-10-11-6-b device of lot number c2271149 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th may 2025. Visual inspection: introducer returned in protective tubing, safety tab returned in place, directional button is in the neutral position, red shuttle is before the ponr, safety wire returned in place, break observed at zip port. Functional inspection: n/a. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2271149 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records of lot number c2271149 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As noted in the lab evaluation, there was a break observed at the zip port upon return. As a result of this damage, ¿the stent could not be advanced¿. A possible root cause for the issue reported could be attributed to transportation or storage facilities of the packaging after the device left the manufacturing facility. It is possible that there may have been some impact or excessive pressure placed on the packaged device during transportation or storage. As a result of this pressure or impact, this may have caused the break mentioned by the customer. Another possible root cause could have been device handling during the preparation stage. While the device was being prepped the catheter could may been slightly damaged and went unnoticed. Attempts made to advance the stent could have exasperated the damage and could have led to the catheter breaking. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jul-2025.